Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was exchanged two months after implantation due to a scratch seen on the lens and the patient had blurry vision. In a follow up, the reporter indicated that in the surgeon's opinion was that folding the lens caused a stress fracture.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified cartridge. A viscoelastic was indicated, which is not qualified for use with this lens/cartridge combination. The root cause may be related to a failure to follow the dfu. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. Additional information was provided in h.6. And h.10. The manufacturer internal reference number is: (B)(4).